Event description:
It was reported by a customer in the USA that an 840 ventilator had an inoperable graphical user interface (gui) display. There was no reported pt involvement.

Manufacturer narrative:
The customer's biomedical dept reported that the 840 was tested and they were unable to duplicate the alleged malfunction. The customer has conducted final testing, the unit ran for 24 hrs, and returned to svc. (B)(4).